Event description:
Reportedly, the pt presented with the following symptoms: regurgitation, mitral insufficiency and leaflet rupture. Due to these symptoms, and as a result of an exam, it was requested that the valve be explanted. The explant occurred in 2008. The implant date is unk at this time. Device is being returned. No further info available.

Manufacturer narrative:
Device not returned.